Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade (CT) requiring pericardiocentesis and a thoracotomy. During a left inferior pulmonary vein (lipv)anterior ablation, cardiac tamponade due to steam pop occurred. The device was ablating at 30 w with the stsf catheter, but a pop occurred when the output was increased to 40 w in the middle. Temperature of 22, impedance 80-110 ohm. The contact force was about 10 g on average, but momentarily increased to about 40 g. After that, blood pressure decreased, and cardiac shadow did not move. This occurred 2 hours since the catheter was used, when lipv anterior ablation. Drainage was performed. Thoracotomy by vascular surgery was performed without stopping. The physician commented that it was not acceptable to increase to 40 w because it was an isthmus with a thin cardiac wall anatomically. The ¿add operation has been completed¿ and the patient is recovering. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it is procedure related. The patient outcome of the adverse event was reported as improved. The patient most probably required extended hospitalization since the patient received thoracotomy operation. A transseptal puncture was performed. Prior to noting the CT, ablation was performed and there was evidence of a steam pop. The event occurred during the ablation phase. No error messages were observed on the biosense webster equipment during the procedure. Since the event (cardiac tamponade) is life threatening and required surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The steam pop was assessed as not MDR reportable. Steam pop is not considered to be a device malfunction as this is an expected physiological phenomenon. The force high issue was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Clarification was requested regarding the damage on the tip that was observed during product investigation and why it was not mentioned when the complaint was initially reported. Response was received on 4-apr-2022 and it was reported that there was no damage reported from the customer. The device evaluation was completed on 06-apr-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade (CT) requiring pericardiocentesis and a thoracotomy. During a left inferior pulmonary vein (lipv)anterior ablation, cardiac tamponade due to steam pop occurred. The device was ablating at 30 w with the stsf catheter, but a pop occurred when the output was increased to 40 w in the middle. Temperature of 22, impedance 80 ~ 110 ohm. The contact force was about 10 g on average, but momentarily increased to about 40 g. After that, blood pressure decreased, and cardiac shadow did not move. This occurred 2 hours since the catheter was used, when lipv anterior ablation. Drainage was performed. Thoracotomy by vascular surgery was performed without stopping. The physician commented that it was not acceptable to increase to 40 w because it was an isthmus with a thin cardiac wall anatomically. The ¿add operation has been completed¿ and the patient is recovering. Device evaluation details: the catheter was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip was cut exposing internal components of the stsf catheter. The tip was not returned, and it was not possible to perform the tests due to the catheter return conditions. A manufacturing record evaluation was performed for the finished device 30642590l number, and no internal actions related to the complaint were found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).